Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that out of range impedance, varying thresholds and noise on some stored episodes were noted on the right ventricular (rv) lead.  Insulation failure was suspected. The lead remains in use. No patient complications have been reported as a result of this event.